Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experience hyperglycemia and reservoir compartment issue. The customer¿s blood glucose level was 420 mg/dl at time of incident, positive results in ketones test, nausea, vomiting, abdominal pain and difficulty breathing. Customer reports they did not feel okay to troubleshooting. The device will not be returned for analysis.